Manufacturer narrative:
This event occured in norway. Alber gmbh is filing this report because the device is also marketed and sold in the u.s. Alber has requested additional information in order to evaluate the event.

Event description:
Original narrative translation: on the (B)(6) 2025 the user tried to drive in forward direction over a threshold with the wheelchair and attached e-motion. The threshold was a bit high, the user backed up to turn the wheelchair in order to drive over the threshold in reverse. Whilst backing up (down from the threshold), the wheelchair tipped straight backward, causing the user to fall to the ground. Allegedly anti-tippers were installed. Due to the fall the user suffered pain. On the (B)(6) 2025 x-ray were taken and fractures in both shoulder blades were diagnosed.